Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl and trace ketones. The cause of the high bg was unknown. Customer declined further troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.